Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of the back pain was insufficient coverage of pain area and dislike of paresthesia. The information was confirmed with hcp. No further complications were reported/anticipated.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient had a complete system explant due to lack of pain relief with the device. The rep reported that the issue was resolved at the time of the report. No further complications were reported.